Event description:
"Pt fell and the plate bent upon fall so revision was required."

Manufacturer narrative:
The device was not returned; therefore, the incident could not be confirmed. It could only be assumed that the root cause is most likely attributed to an overload that caused the postoperative bending of the plate. No further investigations could have been conducted because neither the plate, x-rays, nor any lot # was submitted.